Event description:
It was reported by the patient that although the power light was lit on the previously working remote monitor, it did not respond when the start button was pressed. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Corrosion and contamination was found on the printed circuit board assembly. Due to this condition the unit was unable to power up.